Event description:
The sales rep reported that the tubing became disconnected near the stopcock closest to the patient. The nurse on staff reattached the tubing but it later disconnected again. As a result, the system was removed and replaced with a new eds iii.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
.

Event description:
The tubing became disconnected near the stopcock closest to the patient. The nurse on staff reattached the tubing, but it later disconnected again, so the system was removed and replaced with a new edsiii. Request was sent to the sales rep to confirm the alert date. Replacement requested. Device discarded. 07/31/2013 additional information from the sales rep stated: the event date was actually either (B)(6).... I mis-typed. It happened over the weekend, so the person who reported it, (B)(6), was not sure on which day it actually occurred, only that it happened over the weekend. (B)(6) notified me on (B)(6) 2013. This happened in the ICU, so there was no surgery involved, so no delay greater than 30 minutes.